Event description:
I've consistently had issues with this minimed medtronic insulin pump battery alarm since it was sent to replace the previous pump (same model) which experienced a system failure earlier in 2022. Now my newly charged batteries are draining in 36 hrs. Alarms are not activating if the notification of two hours since bolus notification is in effect. The battery warning should be prioritised over other bolus related alarms and notifications. Cgm reading were excessively high, into 350 - 400 range on a few dates in the past month. My health insurance is denying request for a new tandem pump, although my current minimed pump is beyond warranty. FDA safety report ID # (B)(4).